Manufacturer narrative:
(B)(4): the customer reported that their internal paddle set did not deliver energy when in use on a pt. No negative pt impact or outcome was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that their internal paddle set did not deliver energy when in use on a pt. No negative pt impact or outcome was reported.